Event description:
While opening the package of bone cement, the circulator nurse touched the inner sterile pouch. Another unit was readily available and used to complete the surgery. There was no adverse consequence for the pt, delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the cause of this event is attributed to improper technique used when opening the package. The opening instructions on the pouch have been modified.